Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with broken battery tube threads, cracked reservoir tube lip noted, cracked lcd window, lcd window corners, cracked reservoir tube window, cracked reservoir tube, cracked belt clip slot and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error and had physical damage. Customer the insulin pump had chipped pieces by the reservoir compartment opening and around the battery cap. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)